Event description:
The patient presented in the emergency room due to an episode of syncope. Upon investigation, episodes of noise resulting in oversensing an inappropriate mode switch were observed on the device. The noise was able to be reproduced via provocative testing. The physician elected to explant and replace the device and cap and replace the right ventricular (rv) lead to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.